Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.